Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for a routine device replacement and review of the device check indicated undefined pacing impedance with both the right atrial (ra) lead and right ventricular (rv) lead, along with failure to capture and undersensing. It was noted numerous lead warnings had previously been recorded. Fracture of both the ra and rv leads were confirmed. The leads were capped and it was decided to not replace the epicardial leads. No patient complications have been reported as a result of this event.